Event description:
It was reported that a patient had an anaphylactic reaction after undergoing a repeat cystoscopy procedure with a scope that had been disinfected in disopa solution. After ten minutes the patient experienced rubor and edema of the penile site.